Manufacturer narrative:
The fenestrated bipolar forceps has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken main tube at the distal tip. Material was found missing. The complete fastening of the proximal clevis was missing. Additional related observation: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis was attached to the main tube. The complaint was confirmed by failure analysis. A review of the provided images was consistent with the complaint of a broken wrist. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a broken wrist. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no fragment fell into the patient. The missing part of the instrument must be happened during reprocessing. The patient has not returned to the hospital for any complication.